Manufacturer narrative:
(B)(4). Updated: b4, b5, d2, g3, h1, h2, h6, h11. The reported event is confirmed via provided photograph. However, it is noted only one photo was provided. Visual examination of the provided photograph identified that the impactor pad fractured. As the fracture surfaces aren't clearly pictured, further analysis cannot be performed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that an impactor fractured during impaction of the glenoshere implant. The black tip fractured into three pieces. Another impactor was taken out of a second tray and it fractured as well in the same fashion. There was no adverse event as a result of the malfunctions. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.